Manufacturer narrative:
A fragment of the abutment was blocked inside the implant. That is why, ultimately the practitioner decided to remove the implant. No information could be recovered to analyze the manufacturing process of the abutment, and we are unable to identify the pillar's part number. The practitioner doesn't have the traceability of the abutment: she didn't make the prosthesis in 2012. The practitioner did send us a panoramic radio. We analyzed it, and we see an asymmetrical construction of the prosthesis. The practitioner did not use a broken abutment extraction kit. The practitioner has been informed that a broken abutment extraction kit to remove a broken abutment fragment inside the implant does exist to avoid removal of the implant. Breakage may be the result of excessive force exerted on the prosthesis.

Event description:
A fragment of the abutment was blocked inside the implant. That is why, ultimately the practitioner decided to remove the implant. The practitioner did not use a broken abutment extraction kit.